Manufacturer narrative:
There was no reported injury in this case. Should the wrong wedge not be detected and treatment delivered, the issue could lead to a dose error and potentially cause a serious injury. Though still under investigation, varian has determined that a MDR is appropriate as this possible malfunction, should it recur, could potentially cause serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
Customer states the wedge was loaded with the wrong orientation but the clinac and 4ditc systems did not show any faults and would have allowed treatment to continue. The customer noticed the error and corrected the wedge orientation before continuing with the treatment.